Manufacturer narrative:
It was reported that a 6 x 120mm 120/150cm smart vascular stent was deployed and was placed in an un-intended location. The patient developed a hematoma and required urgent transfer to another facility where she underwent surgery. The event involved a female patient undergoing a percutaneous endovascular intervention on a target lesion in her right superficial femoral artery (sfa). This target lesion was described as a chronic total occlusion (cto), moderately calcified and mildly tortuous. The patient¿s vasculature was accessed via an ipsilateral approach. A guidewire was advanced across the lesion and an initial 6 x 150mm smart stent was successfully placed in the distal portion of the sfa lesion. The site reported that the 6 x 120mm smart stent (complaint device) had been stored, handled and prepped according to the instructions for use (IFU). No damage or anomalies had been noted to the device or its¿ packaging prior to use. When the physician was deploying the 6 x 120cm smart stent at the proximal portion of the target lesion, the stent ¿was out of position and went over approximately one centimeter under the skin, and a hematoma was observed¿. It is unclear whether this reported hematoma was associated with a vessel dissection and/or perforation. The physician reported that he had withdrawn ¿the system as a unit too much¿ and felt that the event was related to a product problem or to an incorrect stent size choice. The patient was urgently transferred to another facility where she was treated surgically. This treatment was described as ¿the stent was placed back in the vessel.¿ the site further reported that the patient¿s life was ¿not in danger¿. The current status of the patient is not known. Attempts to obtain further clarification regarding the details of the event and the treatment provided have been unsuccessful. Attempts to obtain procedural films and/or medical records to clarify these events have been unsuccessful. The device remains implanted in the patient and is not available for return to the manufacturer. A review of the manufacturing records revealed that this lot of products met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the IFU, the use of this device is contraindicated in patients with highly calcified lesions. The IFU cautions that in the event of complications such as infection, pseudoaneurysm or fistulization, surgical removal of the stent may be required. In addition, the IFU contains extensive information regarding how to choose the correct stent size based on the angiographic measurements of the reference vessel. Users are instructed to ensure that the device outside the patient remains flat and straight. They are further instructed to remove slack in the catheter shaft prior to deployment of the stent in order to avoid having the stent deploy beyond the target lesion. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to emergency bypass graft, hemorrhage, aneurysm or pseudoaneurysm formation, intimal tear/dissection, stent migration/embolization, arteriovenous fistula, stent misplacement, hematoma and vascular injury including perforation, rupture and dissection. Based on the information available for review, there are vessel characteristics (cto) and procedural factors (possible incorrect stent size selection) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant products: unknown guidewire. Smart stent (6-150mm). (B)(4). The device was not returned for analysis, and therefore the engineering evaluation will not be completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during a right superficial femoral artery (sfa) cto (chronic total occlusion) stenting procedure, that when a 6.0x120.0mm smart stent was attempted to be placed at the proximal side of the right superficial femoral artery (sfa), the position of the stent placement was decided and the stent was released, however the stent was out of position and went over approximately one centimeter under the skin, and a hematoma was observed. The patient was hospitalized urgently at another hospital. An approach was made surgically and the stent was placed back in the vessel. There was no problems for ¿vital.¿ the target lesion was the right superficial femoral artery (sfa). The target lesion was moderately calcified and mildly tortuous, with an unknown rate of stenosis. The lesion was a cto (chronic total occlusion). An ipsilateral antegrade approach was made for the right sfa. After a guidewire crossed the lesion, a 6.0x150mm smart stent was placed at the distal sfa. On (B)(6) 2015, the patient did not wake from anesthesia yet, and confirmation of consciousness could not be made. The physician commented that he withdraw the system as a unit too much, and the cause of the issue was suspected a problem of the device operation and a mistake of the size choice. The product will not be returned for analysis. The device was stored, handled and prepped according to the IFU. There weren¿t any other damages or anomalies noted to the device or packaging prior to use. There were no additional patient or treatment details available. It was unknown if treatment was performed for the hematoma. The patient¿s life was noted to be ¿not in danger.¿ there are currently no procedural films available. The current status of the patient us not known. It was unknown which sheath introducer was used. It was unknown if this involved a dissection or a perforation. It was unknown if they deploy the stent while pulling the sds out at the same time.